Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) would not shuttle down. There was no reported patient injury. Additional information was requested but not provided. The device will be returning for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f mynxgrip vascular closure device (vcd) would not shuttle down. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2434801 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event of ¿shuttle shuttle advancement issue¿ cannot be evaluated. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. It is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Additionally, procedural/handling factors during the resistance experienced when shuttling down may have contributed to the reported breaking off of the shuttle. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.